Manufacturer narrative:
The explanted lead was not returned to bsn as it was discarded by the medical facility. The patient's ipg and cervical lead remain implanted. A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the devices found them to be satisfactory.

Event description:
A report that a patient's lead was explanted due to an infection was received. The infection was located at the lumbar and ipg site. The patient's symptoms were pain at the lumbar and ipg site along with headaches. The patient was treated with vancomycin and zosyn.